Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient had worsening pain at the lower back. It was confirmed by imaging that there was lead fracture. Database (db) analysis revealed high impedances. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was getting shocked and had loss of stimulation due to fractured lead. The patient underwent a revision procedure wherein the leads were replaced. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had worsening pain at the lower back. It was confirmed by imaging that there was lead fracture. Database (db) analysis revealed high impedances. The patient will undergo a revision procedure.